Event description:
Zoll CPR stat-pads for m series monitor, lot# 1919b, ref # (B)(4), with exp date 05/11/2021, used on a cardiac arrest, malfunctioned. The pads would allow you to visualize pt rhythm on monitor, however the CPR quality detection was not able to be utilized. In an attempt to determine the cause we unplugged and plugged back in, as well as turning monitor off and back on. In order to keep pt care moving fluently, we continued without use of that feature. Afterwards, an attempt to determine the cause was mitigated. Using different pads, we were not able to recreate the failure, determining the possibility of that pad / puck failure. FDA safety report ID# (B)(4).